Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that an unknown white fiber-like material was observed inside of the disposable pressure transducer connector at the patient end of the kit during priming. There were no patient complications reported. Patient demographic information requested but unavailable.

Manufacturer narrative:
Per chemistry study the following elements were detected in the unknown crystal like material: sodium, chloride and silicon. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions.

Manufacturer narrative:
We received one single dpt-vamp flex kit with an IV set and pressure tubing for examination. The reported event of contamination issue with connector at the patient end of the kit was confirmed. Two particulates were found at the distal tubing male connector region, one inside the connector and one inside the vent cap attached to the male luer. One unknown crystal like material was found inside the distal tubing male connector, but outside of the fluid path. The crystal like material was approximately 2x2mm in size. One unknown white material was also observed inside of the vent cap which was attached to the distal tubing male connector, but outside of the fluid path. The unknown white material was approximately 3x1mm in size. A supplemental report will be forthcoming with the chemistry and device history results. It is common clinical practice to inspect all products before usage. With dpt sets, it is common for the clinician to check for air or particulates while priming the line for use. Additionally, these products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.